Event description:
It was reported that, while inserting navio bone pin, the bone screw driver was not capturing the pin end to drive into bone. It seemed the driver was stripped as opposed to the pins. Swapped to another tray and that one worked but not well according to surgeon. No surgical delays or patient injuries reported.

Manufacturer narrative:
The device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). The reported problem was confirmed. The driver has separated from the main body. A functional evaluation could not be performed due to broken/damaged parts. A review of manufacturing records found no related non-conformances or anomalies associated with this product during production. No service records were identified. Therefore the device/product met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the pin driver and failure mode identified similar events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Navio user manual 500197 rev b indicates "using the bone pin driver and a surgical drill: 5. Drill the first bone pin through the tissue protector, perpendicular to the surface of the bone, taking care to only engage, and not perforate, the opposing cortex." Drilling perpendicular is recommended when using the pin driver. No further containment or corrective actions are recommended at this time.

Manufacturer narrative:
Results of investigation have been corrected as follows: the device used for treatment was returned for evaluation. The exterior condition shows minor wear (scratches). The reported problem was confirmed. The driver has separated from the main body. A functional evaluation could not be performed due to broken/damaged parts. A review of manufacturing records found no related non-conformances or anomalies associated with this product during production. No service records were identified. Therefore the device/product met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the pin driver and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. This issue is being further investigated under corrective action.